Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated damage at implant. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The physician suspected that the patient had twiddler syndrome. The rv lead was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.